Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose of 600mg/dl, and his blood glucose was treated with the insulin pump. Troubleshooting was performed. The mother was not sure if the basal rate was correct, but the bolus wizard setting was correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. The mother called back and stated that her son's blood glucose was increasing and she is driving him to the emergency room. During the call, the mother also mentioned that the customer was hospitalized on (B)(6), 2012 due to high blood glucose of 800mg/dl. Two days later, the mother called back and requested assistance with programming a bolus for a correction and to set a temporary basal for twenty four hours. No further information was provided.